Event description:
The physician implanted two endeavor sprint drug eluting stents in the right posterior atrioventricular segment and which had 25% stenosis, during the index procedure. It was reported that the 2nd endeavor sprint stent that was implanted, migrated from its original position. It was reported as 'stent migration to side branch not covering the ostium'. The patient was treated with a kissing balloon.

Manufacturer narrative:
Evaluation results: (insufficient information). Inherent risk of procedure (stent migration is listed in the endeavor sprint instructions for use (IFU) as a potential adverse event of a pci procedure). No results available since no evaluation performed. Device not returned. Evaluation conclusion: inherent risk of procedure (stent migration is listed in the endeavor sprint instructions for use (IFU) as a potential adverse event of a pci procedure). Unable to confirm complaint. (Insufficient information). (B)(4).